Manufacturer narrative:
Product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator. (B)(4).

Event description:
It was reported that the stylet stuck during insertion. The stylet could not be re-inserted. The lead looked kinked and "flattened looking above contacts on the lead." Three weeks later it was reported that the patient was fine and had no negative experience. New lead was tried immediately and he had a positive trial. The patient was waiting to be implanted.

Event description:
Additional information received reported the lead was not returned for analysis, as it could not be located. It was stated the patient suffered no ill effect as the patient's lead was immediately switched. It was noted the patient had a positive trial and that "all was well."